Event description:
It was reported that approximately seven years and six months after the implant of the medtronic transcatheter valve (evolutr-29), into a failed medtronic (freestyle) surgical valve, the patient was evaluated for valve replacement. The mechanism of failure was aortic regurgitation. Imaging showed the frame well expanded but leaflets appeared thickened with thrombus/pannus formation. Additional information was received that the severity of regurgitation was moderate-severe. A second transcatheter valve was implanted valve-in-valve approximately seven years and seven months following the initial transcatheter valve implant.

Manufacturer narrative:
Updated: b2, b5, d4, h4, h6, h10. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately seven years and six months after the implant of the medtronic transcatheter valve (evolutr-29), into a failed medtronic (freestyle) surgical valve, the patient was evaluated for valve replacement. The mechanism of failure was aortic regurgitation. Imaging showed the frame well expanded but leaflets appeared thickened with thrombus/pannus formation.